Event description:
International affiliate reports the implanted valve did not control intracranial pressure as expected. The device was explanted and replaced upon removal, the valve's silicone housing was found to be broken and leaking.